Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient was on a 7-day trial with device through clinic. Dexcom technical support advised patient to contact clinic. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.